Manufacturer narrative:
The complaint was evaluated and investigated with the provided information. No images were provided and the device was discarded by the hospital staff; therefore, a device evaluation could not be performed. A device history record review was unable to be conducted as no lot-specific information was provided. A historical data analysis concluded there are no established trends or capas related to the nature of this event during the time of the investigation. No further information has been made available from the complainant. The root cause cannot be established with the provided information.

Event description:
1.5mm mvx hand plate was selected, 1st 1.5mm cortex screw was inserted into the plate. 2nd screw got cortical fixation, when advancing the 1.5mm x 9mm screw the head sheared off. Opened a burr to cut around the bone to retrieve the shaft of the screw. Increase in anesthesia time for patient and extra costs added due to opening up burrs, etc to remove the retained screw shaft.